Event description:
A malfunction alarm with code "malf 12" was reported, and prior events were not notable. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions to reset the pump, and the customer successfully completed the reset without recurrence of the malfunction.